Event description:
Edwards received information that a 25mm mitral pericardial valve was explanted at implant due to echo showing leaflets would not close. The explanted valve was replaced with another mitral valve. Further investigation revealed there was no difficulty seating the valve. However the patient's annulus was heavily scarred. There were no reported complications. No additional information was provided.

Manufacturer narrative:
Product evaluation: customer complaint of leaflets not closing could be confirmed by visual observation. As received, the leaflets exhibited characteristic markings which indicate suture was looped around commissure 1. Suture track and permanent indentations were present on the free margins of leaflets 1 and 3 at commissure 1. These indentations were most likely left by suture that was tied tightly down and against commissure 1, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. What appeared to be mold was also observed on all three leaflets on both the inflow and outflow aspects. Mold was also observed on the sewing ring near leaflet 2. Method = x-ray. Based on the device evaluation the mostly reason for leaflet not coapting, it appears not to be manufacturing related. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.